Event description:
Patient reported admitting himself into hospital due to elevated blood glucose (627 mg/dl). Patient indicated that tubing leaked above the luer lock. Pt indicated that he observed small hole in tubing. Patient indicated "I may have punctured the tubing myself because I work with horses and it could have happened while at work."

Event description:
The caller stated that he has been having issue's with his tubing leaking right above the luer lock for the past 2 weeks and that this has occurred with his last 3 infusion sets. The caller stated that this last tubing was only in use for 3 days when he noticed that it was leaking this morning causing his bg to increase into the 600's.